Event description:
It was reported that the pump had been intermittently stalling for the past few weeks and patient had reportedly heard alarms. Several motor stalls and recoveries were noted in logs with no known cause. Patient had experienced flu-like symptoms as of last week especially fatigue, achiness, and rhinocitis. Patient was on oxygen but reporter did not feel like there was an emi (electromagnetic interference). The patient leaves the oxygenator in the other room and has a long cord to his bedside when he uses the oxygenator at night. Stalls were typically occurring in the early morning hours and again in the afternoon. Patient was last refilled (B)(6) 2013. Drugs delivered via the device were morphine bupivacaine and fentanyl. It was added that the eri (elective replacement indicator) was 4 months, therefore, the pump was close to be replaced. It was later reported that they admitted the patient on (B)(6) 2013 and the pump was replaced the following day. The motor stall recoveries were noted as within 2 hours and more than 2 hrs. The motor stalls were further described as several per day on several days and not all consecutive. Pump logs showed stalls from (B)(6) 2013 to (B)(6) 2013. Patient was symptomatic for withdrawal from medication, and had nausea, headache and underdose symptoms. Patient recovered without sequela.

Manufacturer narrative:
Product ID: 8703w lot# l44965, implanted: 1997 (B)(6), product type catheter. (B)(4)